Event description:
Rn was drawing blood cultures and as blood culture bottle was inserted into vacutainer sleave the vacutainer needle bent and popped out of blood line which poked through user's glove on the left hand & poked 3rd finger.